Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the evaluation could not confirm the customer's alleged malfunction. The speaker produced audible sound. Although the speaker was confirmed to be functioning per specification during testing, it was indicated that there was speaker malfunction at the time of the event. The speaker has been replaced per current process. The investigation concludes that no further action is required at this time.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the mx40 1.4 ghz smart hopping sn (B)(6) indicating a speaker malfunction. The device was not in use on a patient. No adverse event involving a patient or user was reported. Good faith efforts (gfe) could not confirm if sound was present. The device was sent to a philips authorized repair facility for bench repair evaluation.